Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having episodes of syncope. The patient indicated that the device was programmed to a lower rate of 70 beats per minute, but the patient recorded their heart rate at 60 beats per minute using a blood pressure cuff. The patient indicated having fallen over and broken an ankle during an event and questioned if the device was working properly. Follow up was unable to obtain any additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.